Event description:
A bipap auto bi-flex device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no allegation of serious or permanent harm or injury. During evaluation, the device visually inspected, and found evidence of foam degradation. The device was scrapped per customer request.